Event description:
Hcp reports pt presented in 2005, with signs of infection including redness, swelling, and pain along the lead track. Perioperative antibiotics were administered. It was unk if cultures were obtained. The pt was treated with IV and oral antibiotics and underwent device explantation. The device was not returned to the MFR for analysis. The reported infection has resolved.